Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 1 year post-implant, it was reported that the pt experienced red heart alarms and pump speed fluctuations. The power module and pt cable were replaced; however, the issue was unresolved. The pt was connected to batteries and the alarms were resolved. Approx 6 days later, the manufacturer's technical service personnel went to the hospital and performed testing of the percutaneous lead; however, no damage could be confirmed. The hospital discharged the pt with a modified pt cable.

Manufacturer narrative:
The pt remains on lvad support with the pump and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.